Event description:
The tech alleged the brake steer caster continue to swivel while in the locked position. No pt impact.

Manufacturer narrative:
The tech replaced the brake steer caster to resolve the issue.